Event description:
It was reported by a physician's office that an unk pt's generator "had a problem with arcing while using bovie during surgery." The device was later able to be turned on. Attempts for further info have been unsuccessful to date.